Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken clamp is confirmed; however, the exact cause is unknown. One purple pinch clamp was returned for evaluation. An initial visual observation showed three corners of the pinch clamp were broken and the fourth corner was twisted and torn. The latch of the clamp was observed to be missing. The ink on the side labels of the clamp were observed to be worn and missing. A microscopic observation revealed the break surfaces of the side of the clamp with the missing latch were mostly flat and stepped. No whitening of the material was observed at these break sites. While the exact cause of the broken clamp could not be determined, possible contributing factors of the break include over-extension of the clamp hinge with opening the clamp, exposure to incompatible chemicals, and material flaw/damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility had a clamp break off of a 5fr dl powerpicc. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken clamp is confirmed; however, the exact cause is unknown. One photograph of a dual lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the extension legs of the catheter, and the pinch clamp on the purple lumen was observed to be broken and part of the clamp was missing. The break surfaces of the clamp could not be seen clearly in the returned photograph. While the exact cause of the broken clamp could not be determined from the returned photograph, possible contributing factors of the break include over-extension of the clamp hinge with opening the clamp, exposure to incompatible chemicals, and instrument damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility had a clamp break off of a 5fr dl powerpicc. No other information was provided.